Event description:
As reported by customer in another country, during unpacking of an inflation device prior to a pci procedure, the gauge of the device was noted to already be indicating 2atm. The device was not used and the procedure was completed with another inflation device. The sample is being returned for evaluation.

Manufacturer narrative:
Although the used product sample has been rec'd by the manufacturer, the device failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.